Event description:
It was reported that during the implant attempt, the lead helix did not work. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found. Additional findings include blood in/on helix mechanism. Full lead returned and analyzed.